Event description:
A consumer with an allergy to eggs underwent bilateral lens replacement surgery and was treated with hyaluronate acid (brand name unk) to improve intraocular pressure, and when consumer woke up from surgery consumer was blind in both eyes. This lasted for about a week, after which point their vision returned to normal. The pt was contacted in order to learn the brand name of hyaluronate acid [as sanofi-aventis's brand of hyaluronate, hyalgan, is not approved for use in the eye, although other formulations are commonly used to improve intraocular pressure], but the pt did not know it. Pt has an appointment with the physician in 11/2004. Pt refused to provided their physician's contact number, as pt mentioned that this event could potentially lead to litigation. No further details available.